Manufacturer narrative:
Additional information was received that the leak was less than 4.5l/minute and not hazardous. The initial MDR was not reportable. H3 other text: additional information was received that the leak was less than 4.5l/minute and not hazardous. The initial MDR was not reportable.

Manufacturer narrative:
UDI_not_required legal manufacturer: hcs (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The system flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported an abnormal noise from under the bellows possibly a leak greater than 4.5 lpm that would result in a loss of mechanical ventilation. There was no report of patient involvement.